Event description:
Treatment of a facial avm (arteriovenous malformation). During onyx injection for the second target vessel of the avm, it was reported that onyx leaked from a rupture on the apollo catheter and embolized an unintended vessel. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the procedure will not be returned for evaluation as it was consumed in the patient.(B)(4)